Event description:
In 2009, the pt reported she dropped her insulin infusion device yesterday and since then her blood glucose has been higher than normal. To troubleshoot, the pt was instructed to disconnect from her infusion headset and bolus 4.4 units of insulin which successfully did. She checked her device history and confirmed it showed her boluses. She said she has scar tissue and issues with insulin absorption. The adapter was last changed over 10 cartridges ago. She last changed the tubing and cartridge two days prior, and her headset 1 hour before the report. She usually changes her headset every 2 days and the tubing every 6 days. Troubleshooting did not find any product issues. She was advised to change the adapter and battery cover and she stated she would also change her insulin. The pt was sent a guide to infusion site management and some sample infusion sets to try. The following month, the pt stated she received the infusion sets and is using a shorter needle in her arm which has resolved the issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.